Event description:
Complainant alleged that the device was in semi-automatic mode when it inappropriately advised shock to pt, with a known cardiac history, who did not have a pulse, and who presented an asystole heart rhythm. The medics then treated the pt with the device in manual mode. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.